Event description:
Company received a report that over the past 3 months, they had experienced 3 pts where the endotracheal tube had migrated above the vocal cords, but the tube position had not moved at the lip. In each of the cases, the pts reportedly required reintubation. There was no pt harm reported.